Event description:
Pt was revised. Surgeon states reason for revision: moderate trunnion wear and synovitis. Corrosion was found on the trunnion of the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned page.